Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Nonconformance were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 750cc saline breast implant experienced bilateral implant deflation and breast pain postoperatively. The patient reported that she continues to have pain here and there, but it was more consistent in her left implant and her right still has pain and discomfort and she notice a size difference indicating that they seem getting smaller. The health care professional called mentor to let mentor know that the doctor did not confirm patient implants were deflated. Hcp said one breast looks smaller but not deflated. According to hcp there is not complication even though patient reported pain and discomfort. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.